Event description:
It was reported by the biomedical engineer that the battery drawer of the epg (external pulse generator) is difficult to open. It is "binding and stuck" and needs to be pried open with the aid of a screwdriver. The epg was returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). Analysis confirmed the reported event. Battery drawer and battery drawer o-ring were damaged. It is noted the battery drawer and battery drawer o-ring were silicone together (customer tampered with the device). Upper and lower cases, side bail covers, and ring cover are broken. Battery release, heart block, and lead flex cover are contaminated. Side bails are missing.